Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer went to the emergency room on (B)(6) 2015 due to elevated blood glucose levels (396 mg/dl) and ketones present. Customer was treated with saline and lantis, and released from the hospital the same day. Customer performed troubleshooting and reported pump appears to be delivering as expected.